Event description:
Additional information: the lead was capped and replaced on (B)(6) 2020 during a generator upgrade procedure. The patient was in stable condition before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed a jump in right ventricular (rv) lead impedance. The patient came into clinic for further interrogation, and it was revealed that the rv lead pacing impedance had more than doubled. Additionally, the rv threshold had also increased. The high voltage impedance and sensing were stable. The patient was in stable condition and will continue to be monitored.